Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions located in the radial, brachial, subclavian and carotid artery with medium tortuosity in the brachial. During insertion of balance middleweight elite guide wire, the guide wire broke in two pieces during manipulation of the wire at the height of the radial artery. There was no resistance during advancement. The proximal portion was simply withdrawn. The distal portion was retrieved by a snare device. The guide wire was replaced with another device and the procedure was completed successfully. There was no clinically significant delay and no adverse patient effects. No additional information was provided.